Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one onyx frontier coronary drug eluting stent during a procedure. It was reported that the stent fell off of the catheter and ended up in the patient's leg. A second stent was successfully implanted. An attempt was made to retrieve the dislodged stent during a procedure two days later, but the stent was lodged in the left leg profunda. It was believed that it was too risky to retrieve the dislodged stent, so the stent has been left in the left leg. The patient is to follow up with their cardiologist. No further patient injury reported.

Manufacturer narrative:
Additional information: annex d codes. Correction: facility name and address medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.